Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 582 mg/dl. Customer experienced different blood glucose like of 259, 294, 487, 492, 593, 561, and 582 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any symptoms related to high blood glucose level. Cannula was bent. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.